Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial# unknown, product type extension; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported that the MRI technologist expressed concerns with doing a MRI because of something she heard at a safety meeting. The reporter heard that a patient with an implant too low in the chest was scanned and had brain damage. The patient was having the lumbar spine scanned. This did not occur at the reporter¿s facility and she had no further info to report.